Event description:
It was reported that "issues with load cartridge moving around". There was no reported impact to the customer. Customer declined further follow up. No additional information was provided.